Manufacturer narrative:
Correction to field b1 to include adverse event and product problem. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement after 4 days of being implanted, rv lead was replaced with a same model number. The helix was filled with myocardial tissue and for this reason that it would not stay in place. Rv lead was reported for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement after 4 days of being implanted, rv lead was replaced with a same model number. The helix was filled with myocardial tissue and for this reason that it would not stay in place. Rv lead was reported for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement after 4 days of being implanted, rv lead was replaced with a same model number. The helix was filled with myocardial tissue and for this reason that it would not stay in place. Rv lead was reported for analysis. No additional adverse patient effects were reported.